Event description:
It was reported that the catheter was separated. The target lesion was located at the liver. A single 021 straight 1ro 130 ngmc was selected for use. During the procedure, the catheter was found to be separated in the middle. The kink in the catheter contributed to the event. Subsequently, the device was removed from the patient together with the wire. There was no intervention done to remove the device and no component of the device that was left inside the patient. The procedure was completed with different device. No complications reported and patient is fine post procedure.